Manufacturer narrative:
The reported events were high pacing lead impedance and a helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil slightly overtorqued inside the connector region. After cleaning the distal end, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood and tissue and slightly overtorqued inner coil. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
During attempted implant, the helix of the lead no longer functioned. High pacing impedance was observed. There were no adverse consequences and the patient was in stable condition. Additional information was requested but was not yet available.